Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false reactive alinity I cmv igg result on the alinity I, processing module, serial number (B)(6). Through an extensive investigation, the fsr found the sample pipettor wash cup, part number a-30107559-01, needed to be cleaned with bleach, as it had serum build up on it, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false reactive alinity I cmv igg result for one patient. The following data was provided (<6.0 au/ml is nonreactive, >/=6.0 au/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2024, was 8.6, repeat result was 0.9 au/ml. The patient¿s cmv igm result was negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I cmv igg result for one patient. The following data was provided (<6.0 au/ml is nonreactive, >/=6.0 au/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2024, was 8.6, repeat result was 0.9 au/ml. The patient¿s cmv igm result was negative. There was no impact to patient management reported.